Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in line) alarm, which occurred on the homechoice (hc) during dwell 1 of 5. The baxter technical service representative (tsr) determined that the home patient (hp) noticed a leak occurring with one of the bags that they noticed on the floor but the source was unknown. The tsr had the hp close all the clamps to the bags, the patient line and the transfer set. They cycled power off and on to se 2367 and they cycled power off and on again to press go to start. They were at load the set and they removed the cassette. The tsr advised the hp to dispose of the current supplies connected and to start over with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012 and she said that she was able to resume therapy after starting over with new supplies. She said the bag accidentally fell and disconnected. Solution came out of the solution bag tubing at the point of connection since it had disconnected. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was determined to be from the supply bag falling and disconnecting.a labeling review was performed and the labeling was found to be accurate and sufficient.this issue is being investigated through CAPA.